Event description:
It was reported that during a routine device change out, the atrial lead exhibited noise and a decrease in impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.